Manufacturer narrative:
Physio-control further examined the removed main keypad assembly and observed that the left side of the on button was worn.  As a result, the left side of the on button had to be pressed more firmly in order for it to engage and power the device on.  The right side of the on button had no discrepancies.   The cause of the reported issue was that the left side of the on button was worn.

Manufacturer narrative:
(B)(4).  Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's power button would intermittently not respond when pressed. As a result, the device would intermittently not power on when prompted which could delay, or prevent, defibrillation therapy if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the device's main keypad assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.